Event description:
Patient fell from lift and struck head and was hospitalized sometime between (B)(6), 2011. We have not been able to determine the chain of events leading to this incident because the caregiver and the lift and sling have not been available for investigation.